Event description:
On the (B)(6) 2023 a customer from switzerland reported an alleged deficiency with an elvie double pump, claiming that this then led to mastitis. The customer alleged that the deficiencies with the pump meant that it was non-funcntional, where she was unable to use the pumps, and it was the lack of use that led to mastitis. Customer was seen by a healthcare professional and was prescribed antibiotics.

Manufacturer narrative:
The device relating to this complaint was requested to be returned for further investigation on initial logging of the complaint (6th december 2023). To date the customer has not responded regarding the return of the product and therefore no further testing on the device can be carried out at this stage. The customer care expert (cce) has sent additional follow-up emails to the customer on the 7th and 14th december 2023, to which a response has not been received. The customer did not provide serial numbers for this device, so we were unable to perform any record reviews for this compliant. At present, it cannot be definitively concluded that the pump malfunctioned and therefore led to mastitis. If the customer responds and returns the device accordingly, any further investigation will be captured in a follow up report.